Event description:
It was reported that the oxygenator was frothing at one of the ends that was transient and eventually dissolved. The flow was stated to be very low during the incident and the pump rpms were very high. The oxygenator was not available for return. No additional relevant information has been received to date.